Event description:
Procedure: low anterior resection. According to the reporter: during a lar surgery, a rt55-48 was used to close the rectum. Afterward, anastomosis was conducted on the rectum following normal procedures and the anastomat was taken out after a stay for 10 seconds. Then the anastomotic stoma was examined, but no staple was left on the tissues although the intestinal end had been cut off. The anastomat was examined, and the staple was found to remain in it, which could not be fired out. Another new rt55-48 was used to close the rectum and conducted anastomosis again, which succeeded. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).